Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not determined, corynebacterium belongs to the physiological flora of human skin and mucous membranes thus suggesting a breach in aseptic technique at some point during the patient¿s treatment. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Constipation is one of the most common causes of mechanical complications which can result from pd, primarily due to reduced peristalsis caused by increased intra-abdominal pressure, electrolyte imbalances, fluid restrictions, low-fiber diets, and medications. The patient¿s drain complications were likely a result of the constipation. Heparin was administered to resolve the drain issues. Constipation is one of the most common gastrointestinal disorders among patients with chronic kidney disease (ckd) partly because of their sedentary lifestyle, low fiber and fluid intake, concomitant medications (e.g., phosphate binders), and multiple comorbidities (e.g., diabetes). Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
This peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2025 due to draining slowly. The patient reported being constipated. Technical support followed up with the peritoneal dialysis registered nurse (pdrn) who reported that the patient was being treated for peritonitis. Additionally, the patient had been started on heparin. Additional information was obtained through follow-up with a clinic pdrn. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture resulted positive in growth for gram-positive corynebacterium (no species documented). The cause of the peritonitis was not determined. The patient did not require hospitalization or a pd catheter removal. The patient was seen in the clinic on (B)(6) 2025 for a repeat culture which resulted in negative growth. No additional information was provided. No information was provided related to the constipation or heparin.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2025 due to draining slowly. The patient reported being constipated. Technical support followed up with the peritoneal dialysis registered nurse (pdrn) who reported that the patient was being treated for peritonitis. Additionally, the patient had been started on heparin. Additional information was obtained through follow-up with a clinic pdrn. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture resulted positive in growth for gram-positive corynebacterium (no species documented). The cause of the peritonitis was not determined. The patient did not require hospitalization or a pd catheter removal. The patient was seen in the clinic on (B)(6) 2025 for a repeat culture which resulted in negative growth. No additional information was provided. No information was provided related to the constipation or heparin.